Event description:
The customer reported a loss of audio on their philips information center (pic). Alarms still provided visual indicators. The device was in use on a patient. There was no report of patient or user harm.